Event description:
Livanova deutschland received a report that a pump of a heater-cooler system 3t device burnt and physician smelled burning, during procedure. The biomedical engineering team was called to analyze the device. The patient was not affected and the surgery could be completed with no further issue.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova authorized field service engineer (fse) was dispatched to customer site and found the 3t heater cooler machine has been already repaired (not by a livanova authorized fse), by replacing the entire patient bridge. A review of the device service history revealed no prior reports of similar events. Based on the available information and considering the investigations' results of previous similar complaints, it cannot be excluded that the issue was due to the stirrer motor or to an internal component failure, likely caused by overheating of internal parts, possibly related to specific system use conditions and/or an overcurrent from the mains.